Event description:
The pump was returned to the MFR for analysis with no reason given for return. Upon investigation of the device registration system. It was discovered the pt had expired with date of death given as 2004.